Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device charger would not function despite attempts with multiple outlets and cords, and the indicator light did not illuminate; the family used an alternate flat phone charger for approximately one week and a replacement charger was arranged. Symptoms included no adverse clinical effects and blood glucose was reported as not affected. Outcomes included no injury, no medical intervention, and no alarms. Investigation included standard troubleshooting and user education. Investigation of this case revealed a charger malfunction consistent with a power supply or charging accessory failure. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charger component.